Event description:
It was observed during the device inspection, that the subject device exhibited a missing ke45 forceps cover, pink probe damage and missing glue on a screw. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. The root causes of the malfunctions were unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.